Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited t-wave over-sensing and low amplitudes which delivered an inappropriate shock due to the patient. A technical service (ts) consultant discussed reprogramming options. This electrode remains implanted. No additional adverse patient effects were reported.